Event description:
It was reported that catheter entrapment occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device was trapped with the non- boston scientific wire after inflating at high pressure of 20 atmospheres. The devices were removed as a unit and the procedure was completed with different device. No patient complications were reported.